Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A physician reported pigment film on a lens following an intraocular lens (iol) implant procedure. The patient reported blurred vision. Posterior opacification was observed an a yag was performed.

Manufacturer narrative:
Corrected information provided in describe event or problem. Additional information provided in additional MFR narrative. Evaluation summary: based upon further review of the additional information provided, this event does not meet criteria for reporting. (B)(4).

Event description:
The reported "pigment film" was said to be located in front of the lens, not within or part of the lens itself, as previously reported. The surgeon initially suggested that there might be a relation between the application of glaucoma drops administered and the pigment film located in front of the lens; however, the pigment film has also occurred in patients that did not apply the glaucoma drops. The reported blurred vision does not meet serious injury criteria for reporting.